Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the insulation resistance value of distal end was out of standard due to the scratch on the plastic distal end cover, water supply quantity was out of standards due to the deformed nozzle, light guide (lg) bundle was abnormal, lg lens was discolored, bending section cover adhesive was broken, connecting tube was corrugated, switch one had a pinhole, angulation in the up direction was out of standards due to the worn angle-wire, the gap on the upward/downward angulation control knob was out of standards due to the worn angle wire, the aspiration quantity was out of stands due to the dented channel tube, and waterproof failure due to the dented channel tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the up wire could not be moved while using the colonovideoscope. The issue was found during preparation for use. The procedure was for an unspecified diagnostic procedure and was completed using a similar device. There was no injury to the patient and no delay to the procedure. The device was returned for evaluation. During the device evaluation, the foreign material from clogged sub-water supply channel was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the foreign material may not have been removed because reprocessing could not be conducted properly by leakage due to dented channel and the foreign material could not be identified. However, a conclusive root cause of the foreign material remained in the device could not be determined. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: IFU states the detection method in gif/cf-170 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.